Event description:
The customer called philips to report that their mp2 bedside monitor had a speaker malfunction and was not producing sound at all. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.